Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer had damage on the insulin pump. Customer stated that the plastic piece around the reservoir mouth broke off. Customer saw the rubber ring inside the reservoir compartment was exposed. Customer's blood glucose level was 162 mg/dl. Customer stated that the o-ring inside the pump is exposed due to the plastic broken off around it. Customer believes it was due to wear and tear. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.